Manufacturer narrative:
The field service engineer evaluated the instrument and noted the unicel closed tube aliquotter (ucta) right probe had failed level sense test. In addition, the right probe wash syringe had crust build up noticeably on bottom of syringe. The right probe and syringe were replaced to resolve the issue. The field service engineer verified instrument operation.

Event description:
The customer reported obtaining an erroneously low bnp2 (b-type natriuretic peptide) result for two patients involving the unicel dxc 660i synchron access clinical system. The customer reported the erroneously low bnp2 results out of the laboratory. The physician questioned the results and both patient samples were repeated on another access 2 clinical system. There was no change or affect to patient treatment in connection with this event. Previously-run patient samples were rerun and confirmed to be accurate and no additional discrepant patient results were found. Quality control was within laboratory's established ranges on the date of the event. To troubleshoot, the customer performed a unicel closed tube aliquotter (ucta) carryover performance verification test (pvt) and confirmed results were outside precision specification limits.